Manufacturer narrative:
Evaluated one opened/used sensor and found needle hub separated from sensor's base. The needle retracted inside needle hub. We were unable to confirm customer complaint due to customer returning sensor opened/used. The complaint was against sen-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the skinny part of the sensor broke apart from the sensor. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.